Event description:
It was further reported that in july 2014, an 8.0 x 30 x 135cm express¿ ld vascular stent was implanted in the left subclavian vein.

Event description:
Same case as MDR ID: 2134265-2015-01116. It was reported that balloon rupture occurred. On unspecified date an express vascular ld was implanted in the left subclavian vein. In (B)(6) 2015, restenosis of the previously placed express vascular ld was noted. Subsequently, vascular access was obtained via the left brachial artery. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified left subclavian vein. After 035 non bsc guide wire was advanced and passed through the previously deployed stent strut, an 8-27mm express vascular ld stent was advanced to treat the lesion. Following stent implantation, a 9.0 x 20, 135cm mustang¿ balloon catheter was used for post- dilation and was initially inflated at 18 atmospheres. During the second inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The middle part of the balloon ruptured transversely and it was caught in the stent; therefore, it was removed from the patient with the balloon being lifted. The physician completely removed the balloon catheter from the patient and the procedure was completed. The lifted balloon was rewrapped outside the patient and then it was inspected. It was considered that no fragment of the balloon had remained inside the patient. When they were rewrapping the balloon outside the patient, balloon tip was pinched with forceps and flattened. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was received inserted through a y-gate adapter and through the guide catheter. A visual examination of the returned device identified a complete circumferential tear in the balloon. The tear was located at 7mm distal to the distal edge of the proximal markerband. The distal section of the balloon tear was pulled out over the tip section of the device. A microscopic examination of the proximal and distal sections of the balloon tear identified no other damages to the balloon material. An examination of the tip section of the device, through the balloon material identified that the blue tip section of the device was stretched and flattened. This type of damage is consistent with excessive tensile force having been applied to the tip. No issues were identified with the profile of the markerbands. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2014, an 8.0 x 30 x 135cm express ld vascular stent was implanted in the left subclavian vein.